Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the device is not powering on, the led ac indicator in not on. We checked ac cable, ac sourse and it were ok, we dessasembly the device and replaced power supply and the device power on normally. The power supply is damage, we could notice the board is burned. No patient involvement.